Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed that sodium (na) results were higher and that quality control (qc) results were within the expected range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the standard bottle, needle housing, for cracks, and found no issue. The integrated multisensor technology (imt) was tested, and the instrument produced imt stability errors. The fluid and waste lines were inspected for blockage and no issues were noted. The cse serviced the instrument with parts including the imt pump panel, imt/s-1 fluid dispense block, imt probe drain. The cse ran a dilcheck test and qc, and notice that chloride (cl) results were not in range. Siemens further investigated the issue and servicing the aliquotter drain with hot water and bleach, and did not resolve the issue. The cse replaced the aliquot drain and used a new lot of v-lyte supplies (standard a and standard b) for testing. The results were not acceptable; therefore, additional flushes and checks were performed on the aliquotter drain. The cse ran a full systems quick check followed by an imt dilcheck test, and the results were acceptable, and with no issues. Qc testing was performed on the instrument and the results were in range. Siemens monitored the performance of the instrument and a follow-up visit confirmed that qc test results, for all methods, remained within range post service visit. The cause of the discordant sodium (na) results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated sodium (na) result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate instrument. The repeat result was lower, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated sodium result.